Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the device was opening pockets of other medications even when the input specified a different medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the device was opening pockets of other medications even when the input specified a different medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter facility name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had a ghost pocket. A technical support specialist (tss) initially applied a knowledge article for "pocket out of range," but it only applied to versions up to 1.6. The tss then applied the correct knowledge article titled "unable to replace drawer (or cubie) due to loaded medications in the drawer in 1.6 and higher." The tss verified that the database had no ghost pockets and customer resolved the issue by ejecting and reinserting the cubie. The tss confirmed that pockets d1 and d254 were indeed the same and had been incorrectly loaded with two different medications. The tss also noted that the customer did not provide an order ID or any investigation. The tss confirmed that the issue was resolved after verifying with the customer the system functioned as intended after the technical support specialist assessed the device.